Event description:
It was reported that during post-dilatation of a xience v stent in a non-tortuous, non-calcified mid left anterior descending artery lesion, the trek nc (3.5 x 15 mm) balloon would not inflate even after attempting to inflate the balloon three to four times unsuccessfully. The nc trek was removed and another trek nc (3.5 x 15 mm) was used for post-dilatation. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found a hole in the guide wire lumen material that appeared to be protruding from the inside outwards. The inflation lumen in the same location of the leak was not damaged. A review of the lot history record revealed no associated nonconforming material records and all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for leaks in the guide wire lumen / shaft for this lot. The investigation indicates this is a very isolated occurrence. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify balloon and shaft integrity.